Event description:
It was reported there was an error code and the pace /sense led's (light emitting diode) will not turn off . It was also reported the device intermittently fails self test. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, one bail cover, and ring cover are broken. One control knob and lead flex cover are contaminated. One bail cover, ring, and one bail are missing. The battery drawer has pry marks and the keyboard is scratched. (B)(4).